Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during preparation and functional testing for a biopsy, the device self-activated after fully priming. No patient contact was reported.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the device was sent directly to the manufacturing site for service and repair. Functional/performance evaluation:per the service and repair evaluation, the device was unable to prime in the as received condition. Upon further examination, it was noted that one of the leaf springs was dislodged. This prevented the latching arm from latching onto the sled. It is possible that the dislodged spring contributed to the reported event. However, the definitive root cause of the reported event and the dislodged spring are unknown. Additionally pitting corrosion was found on the rear cover. The damaged components were replaced and the device was cleaned, lubricated, tested, and returned to the customer. Conclusion: the investigation is confirmed for failure to prime, as the device could not be primed in the as received condition. However, the investigation is inconclusive for self-activation due to the returned sample condition. Per the service and repair facility, the device could not be primed due to the dislodged leaf spring. It is possible that the dislodged spring contributed to the reported event. However, the definitive root cause could not be identified. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The exact date of the event is unknown; however, it is best estimated that the event occurred in (B)(6) 2015, as that was when the event was reported. Medical records & image/photo review: no medical records or images/photos were provided for review. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.